Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient was placed under general anesthetic in order to debride the skin at the implant site due to skin overgrowth. The implanted device remains.